Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted to the hospital after experiencing a syncopal episode. According to both the patient and the physician, the syncope was associated with the patient's own condition and had nothing to do with the pacemaker. While at the hospital, review of the pacemaker data noted episodes of oversensed noise causing pacing inhibition with asystole of up to two seconds. These noise episodes seem to occur while the patient was in the shower. The sensitivity of the pacemaker was decreased and the pacemaker remains in service. No adverse patient effects relating to the pacemaker were reported.